Manufacturer narrative:
Patient city: (B)(6) patient country: australia . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occured in australia. It was reported that the patient faced infusion set tape did not stick and fell off from site insertion event on (B)(6) 2026. No further information is available.